Event description:
It was reported that when the 2.5 x 15 mm xience xpedition stent delivery system (sds) was removed from the hoop during un-packaging, the shaft separated. There was no unusual resistance during removal from the packaging; however, the shaft did have a severe bend. There was no patient involvement. A new xience xpedition sds was used without issue and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation and bend were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.